Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7. H2, h3, h6, h10. The device was returned to the factory for evaluation on 11/16/2023. An investigation was conducted on 11/20/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Tissue was observed on the base of the intact jaws. There were no visual defects observed on the gray silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000343264 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 welding plate (metal heater wire) became partially detached from the jaw of the vh-3500 evh system. A new device was opened to finish the case. No delay. No known injury.